Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-19352. It was reported that the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was noted that there was an atrial noise reversion episode, which occurred in the middle of an automatic mode switch episode. The noise appeared to be on both channels, suggesting electromagnetic interference. The patient would continue to be monitored. The patient was in stable condition.